Event description:
Received return call back from patient. He advised that the cassettes in question were 021x17. He mixed one on 3one day and one on another day. On both mixes, he removed all the air bubbles, then upon final inspection detected one large air bubble (it appeared to be) that sank to the bottom of the bag, would not expect. He also felt moisture in his hand. As a result, he remixed in both cases. Coordinated to have call tags sent for retrieval of the 2 mixed and 3 unmixed cassettes in his home of the 021x17. On next shipment, will coordinate replacement of 2 doses of drug and supplies (including total of 5 cassettes).